Manufacturer narrative:
Per the user facility's biomedical engineer, it was suspected that the cable connection between the module and the display may have been the cause of the faulty display dead pixels. The issue had corrected itself.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had a partial display. As a result an alternate device was employed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was not verifiable. Per the user facility's biomedical technician, no parts will be returned as the issue had corrected itself. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.